Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset; the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which the caller acknowledged and understood.